Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: (B)(4).

Event description:
It was reported that the patient had infection at the midline incision. The patient was prescribed antibiotics. The patient underwent an explant procedure. The explanted device was not returned.